Event description:
Customer reported intermittent lines in fluoro images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor and the hard drive. System operates as intended.